Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "biopsy isn¿t healing," "fluid surrounding the implant," "lymph glands in breast and in armpit are swollen¿ are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "biopsy isn¿t healing," "fluid surrounding the implant," "lymph glands in breast and in armpit are swollen.¿

Event description:
Patient reported unknown side "had symptoms of the cancer", "fluid surrounding the implant the hole will not close up", "breast had been leaking fluid and blood the entire time", "swollen a cup size bigger¿, ¿is very painful¿, ¿ lymph glands in breast and in armpit are swollen¿, and ¿biopsy isn¿t healing¿. Device remains implanted.

Event description:
Patient reported unknown side "had symptoms of the cancer", "fluid surrounding the implant the hole will not close up", "breast had been leaking fluid and blood the entire time", "swollen a cup size bigger¿, ¿is very painful¿, ¿ lymph glands in breast and the in armpit are swollen¿, and ¿biopsy isn¿t healing¿. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. Seroma: unable to observe as it is a medical event that is not related to the device. Bleeding: unable to observe as it is a medical event that is not related to the device. Pain: unable to observe as it is a medical event that is not related to the device. Delayed healing: unable to observe as it is a medical event that is not related to the device. Lymphadenopathy: unable to observe as it is a medical event that is not related to the device. Additional observations: one opening on anterior side assessed as surgical damage. Crease fold is observed. Red particles on the shell are observed. No further actions are required as the device was implanted.

Event description:
Patient reported unknown side "had symptoms of the cancer", "fluid surrounding the implant the hole will not close up", "breast had been leaking fluid and blood the entire time", "swollen a cup size bigger¿, ¿is very painful¿, ¿ lymph glands in breast and the in armpit are swollen¿, and ¿biopsy isn¿t healing¿. Device has been explanted.